Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in-clinic after experiencing presyncopal symptoms due to intermittent ventricular capture. Imaging revealed rv lead dislodgement. The lead was repositioned, and the patient will continue to be monitored.